Event description:
New information received states the lead was explanted.

Manufacturer narrative:
.

Event description:
It was reported that a gradual increase in pacing lead impedance and increased thresholds were observed. The patient was seen for follow-up two weeks later and all measurements were stable. Normal follow-up will continue.

Event description:
The lead was capped and the connector part of the lead will be return.

Manufacturer narrative:
A partial lead with the connector pin measuring 6.7cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.